Event description:
The device was removed due to a "tubing break". As reported to MFR, the entire device was removed and replaced with another mentor 2-piece inflatable penile prosthesis. 5/21/97 - upon receipt of add'l info provided by the physician/surgeon, he stated,... "A specific leakage site was observed; fracture or break in tubing between resipump and cylinder causing fluid to leak out. The fracture in the tubing within several centimeters of the pump could have failed under the pressure of the pt's fingers in manipulating the pump".